Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported having retention after device worked great until a week, so they would turn it up or change the program, then it worked great then it would only work for a short period of time, they noticed that they would dribble when they would turn it up till it hurt then turn it down, or change the program, then they would cath. Patient said that it had been ongoing like this since implant and they had been in to the hcp for reprogramming 4 times and upon the 4th time the nurse practitioner wanted them to see the hcp. Patient put them on a new medication and she is using it in conjunction with the interstim and now they were on a really great setting and it was helping. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.